Event description:
It was reported that the device logged an event code and locked up. The device would not be able to deliver defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control's further evaluation of the removed biphasic module pcb assembly was unable to duplicate the reported problem.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the energy storage capacitor and biphasic module pcb assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed capacitor was unable to duplicate the reported problem.